Event description:
It was reported that the patient had recently fallen. The right ventricular (rv) lead was undersensing and failing to capture. The lead was reprogrammed so that it was sensing appropriately but there was still no capture present at maximum output. The device was reprogrammed to aai mode, however, this resulted in far field r-wave (ffrw) oversensing on the right atrial (ra) lead. The device was then programmed to adi mode until the rv lead was capped and replaced subsequently. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).